Event description:
It was reported that this newly implanted right atrial (ra) lead had noise and out of range high pacing impedances greater than 3000 ohms. The patient was not dependent, and there were no adverse patient effects. The physician believed that patient exercise and large arm movements after the procedure led to an insulation breach. The device was reprogrammed to vvi and unipolar until the patient can be scheduled for a revision procedure.

Event description:
Additional information was received that the lead was capped and replaced due to lead fracture. No additional adverse patient effects were reported.